Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safey mode status. This device was scheduled for device replacement, however currently remains in service. No adverse patient effects were reported.